Manufacturer narrative:
(B)(4). Batch # r58e3g. Investigation summary ==> the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded on the device. The cartridge reload was received fully fired and with damage on cartridge deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy, during a vats segmentectomy, the surgeon fired the pvs stapler across the pulmonary artery. The stapler fired and cut, would not open after firing. The surgeon activated the manual override lever and was able to remove the stapler from the vessel. The surgeon completed the procedure with an additional stapler. There were no patient consequences reported.